Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery (lad). A 6mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured at 10 atm. The procedure was completed with a different device. No patient complications were reported.